Event description:
A micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a much calcified lesion in a patient's tortuous om. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated twice with a 2.5x12mm apex balloon for 20 seconds at 10 atmospheres. Resistance was encountered during advancement of the micro-driver and it failed to cross the lesion. On withdrawing the device the stent dislodged and was located in the lm/lcx. Attempts to capture the stent with a 4mm snare failed and the physician then took a 1.5mm sprinter rx balloon to try to deploy or receive the stent but was unsuccessful. At this point it was noted that the stent had broken in two. The patient was sent to the operating room but the physician was unable to remove the stent as it was jailed in the artery. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for evaluation but the stent delivery system was returned for evaluation. On review of the returned device there was no stent present on the balloon which confirms the complaint. There were crimp bake impressions evident along the balloon working length indicating that the stent was crimped onto the balloon during manufacturing. The catheter tip was slightly damaged most likely during the procedure. As the procedural cd images have not been provided for review the condition of the stent cannot be confirmed. The weld pattern of the driver stent is such that not every stent crown is welded or attached. The flexibility of this modular stent design assists in the deliverability of the stent. Given that the stent was positioned in the lm/lcx it appears more likely that the adjacent stent struts have been moved out of alignment giving the appearance of a fracture or break. It appears most likely that the root cause of the event was related to the vessel/lesion morphology as this hindered the deliverability of the device resulting in the dislodgement during withdrawal.

Manufacturer narrative:
Evaluation: results and conclusions: (dislodgement), (very calcified tortuous vessel). (Interventional required), (patient went to or room to have stent removed).